Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. The device was also received in missing the end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set and during priming as well insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.